Manufacturer narrative:
Trends will be evaluated. This report will be updated when investigation is complete. This is the same event as 1043534-2006-00022, 00023.

Event description:
Allegedly removed during the revision of another component.